Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
Following was reported: ¿after the cardiohelp supported a patient for two weeks the customer realized they did not engage the data recording function and asked if our service technicians have access to the data that would have been captured if the data recording function was used. The customer didn't complain about the performance of either the hls set or cardiohelp. The patient was not anticoagulated, as decided by the locally clinicians, and was undergoing low flows. I have spoken to account regarding the hls set and they stated they have no complaints regarding the performance function of the hls set.¿ the failure occurred during treatment. Afterwards the information from the getinge field service technician was received that there was no patient harm and no pump stop. The fst confirmed the customer has indicated that there are no more information available and the customer is not interested in having the unit serviced. Therefore no logfiles are available and no part was replaced. According to the customer the root cause is a clot formed in the venous cannula which was manufactured by another company. This led to the low flow. The device was manufactured on (B)(6) 2022. The device history record (DHR) of the cardiohelp was reviewed on (B)(6) 2022. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure was not related to the cardiohelp device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. H3 other text : customer did not want an investigation

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Following was reported: ¿after the cardiohelp supported a patient for two weeks during an hls change out the customer realized they did not engage the data recording function and asked if our service technicians have access to the data that would have been captured if the data recording function was used. The customer didn't complain about the performance of either the hls set or cardiohelp. The hls was exchanged after two weeks of use on a patient that was not anticoagulated and undergoing low flows. I will follow up with the customer today regarding the hls set and initiate a complaint for that as well. I have spoken to account regarding the hls set and they stated they have no complaints regarding the performance function of the hls set. They are only seeking to gain some clarity regarding the sequence of alarms on the unit since they did not engage the data recording function when support was initiated.¿ the failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).